Event description:
Disposable sterile gown opened to find a dead insect inside the packaging. Our supply chain organization was aware of the recall for this code but only for specific lot numbers. They have pulled everything with the lot number that has a j in it. This device did not have a j in it therefore it was decided that it is usable inventory. We have not found any other items at this time at this facility; however, there is hearsay that there have been bugs, hair, chewing gum, and even a cigarette butt found in sterile cardinal products before. Since the gown was in its own sterile package there wasn't data to support that the other gowns in their sterile package were compromised. If anything else is found they will consider pulling the lot. The gown was sent down to our local central supply department. I went to the department and found it. It had been reported to our cardinal healthcare rep. He reportedly has entered an investigation report and I am waiting for that report number. We have asked him to pick up the packaging for their testing and follow up.